Event description:
Medtronic received information that this transcatheter bioprosthetic valve (core valve) was implanted into a stenotic non-medtronic bioprosthesis (carpentier edwards) which had been implanted for approximately 15 years. No adverse patient effects were reported after the valve-in? Vajve procedure, and the devices remain implanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).